Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the touch screen is not working and there is a liquid patch on the bottom right portion of the ventilator. The customer crosschecked with a working front panel with touch screen and found that the ventilator worked satisfactorily. The customer reported that there was no patient involvement.